Event description:
It was reported the procedure was to treat a calcified lesion in the left common iliac artery. The 9.0x29mm otw omnilink elite stent delivery system (sds) was advanced however the stent snagged on the calcified plaque and started to dislodge from the balloon therefore the sds was removed. Another omnilink was deployed in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.